Event description:
It was reported that an unexpected reset occurred. There was no reported impact to the customer¿s blood glucose level. Customer did not return pump, and no additional troubleshooting steps, replacement, or further corrective actions were documented, and no additional information was received regarding the outcome of the event.